Event description:
The customer reported the mx100 monitor shows a speaker malfunction error message. No sound was present. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
Reporting institution phone #: (B)(6). Reporter phone #: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the mx100 monitor shows a speaker malfunction error message. No sound was present. Patient involvement is unknown. There was no report of patient or user harm. The product associated with the event was returned and evaluation/analysis was performed. The engineer determined that the issue was associated with the connection of the speaker to the main board. The speaker cable was reconnected to resolve the issue, and the device was returned to functional use.